Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri) battery status earlier than expected. There is concern that the battery depleted prematurely. Also, the physician questioned device functionality while the patient was monitored in the ICU. Real time electrograms showed missed pacing spikes. However, based on the device programming of the upper rate limit, av delay, lower rate limit, and maximum tracking rate, the device was functioning as programmed.